Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer¿s representative reported that interrogation of the device on (B)(6) 2016 showed the electrode combination of #4 and 7 had impedances of less than 50 ohms. Impedance measurements on all other electrodes (referenced to electrode 0) where in the range of 903 to 2413 ohms. Also, all other electrode combinations (other than 4 and 7) had an impedance range of 903 to 2814 ohms. Group impedance on program a1 was 425 and on program a2 565 ohms. The battery was at eri status. The patient was seen on (B)(6) 2016 with the ins battery at eri (actual battery capacity not known). Interrogation results showed the previous short circuit between 4 and 7 showed an impedance of 2350 ohms. Other electrodes were in the range between 1852 and 2845 ohms. Also, electrode combinations were between approximately 1500 to 3800 ohms. The patient was not getting good therapy and only felt stimulation at the electrode site. In the past they felt stimulation at the electrodes but it radiated up to their head and wrapped around their head to address headache pain. The patient also felt a ¿pinching, grabbing, and pricking sensation¿ with the stimulation now. The plan was to do a revision to replace the leads and ins. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that the patient's revision surgery was scheduled for (B)(6) 2016. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported a short between circuits 4 and 7. The patient had been programmed with 4/7 until the day of this report. The patient had been seen on (B)(6) and impedances were normal at that visit. They were also seen on (B)(6) but impedances were not known to the rep at the time of this call. Circuit 7 was taken out of programming and then group z was conducted for longevity calculations as group z was showing as less than 75 ohms before taking circuit 7 out of programming. Stimulation felt a little different than before 7 was taken out. After taking 7 out, patient's settings changed to 3.8 volts and 450 microseconds. Longevity was calculated on a higher voltage since it had been on that up until the day of this report. The implantable neurostimulator (ins) was at 2.535 volts the day of this report. The patient never noticed the elective replacement indicator (eri) as they never used the patient programmer (pp). Longevity based on 4.9 volts, 450 microseconds, 40 hertz, 425 ohms and 2.90 volts, 450 microseconds, 550 ohms at 24/7 use was 13 months. It was reviewed some capacity may recover after excluding the short circuit from programming. Relevant medical history included occipital neuralgia and spinal pain. No follow-up was required.

Event description:
Additional information received from the manufacturer's representative reported that patient was get their ins replaced as it was showing an eri message. It was noted that they ins had only been implanted since (B)(6) 2015 so it had only been in the patient for 5 months. Impedances were reported as high and were taken was awake at 0.25 volts. The patient could not tolerate impedance testing at a high voltage. Impedances values were between 2,000 and 3,000 ohms. It was noted that the patient was not receiving adequate therapy. The patient had 2 groups with 2 programs each. The group the patient used the most was as follows: program a1: 0-, 1-, 2-, 3-, 5+, 6+, and 7-; program a2: 8+, 9-, 10- ,11-, 12+, 13-, 14-, and 15-. A battery longevity calculation was performed based on the patient's settings of program 1 and 2 (450 us, 130 hz, guess of 1.5 amp, guess of 360 group impedance). The exact impedance/amplitude was not known so it was noted that the calculation would not be accurate but the longevity estimate result was 13 months. When queried about the specific readings, the reporter stated everything was fine and in the range except for the 2,000 to 3,000 ohms taken today. It was also reviewed that the reporter was told by a colleague that there was a short back in november and that the pulse width and amplitude had been ¿maxed¿ out. The reporter thought the amplitude was currently set around 1.5 volts but it showed 4.9 volts back in november. It was reported that the rate was at 130 hz which had been increased from where it was back in november (was at 40 hz). It was stated that the known short on contacts 4 and 7 had ¿fixed¿ fixed itself and the impedances had been normal since until now where they were ¿elevated¿. The indications for use for the implanted device were noted as occipital neuralgia and spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.